Event description:
It was reported that the high level fluoro on the 9800 system would not work and the camera rotation was not working correctly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. There was a loose cable connection to the camera that was tighted. The high level fluoro issue could not be duplicated during the service call. The system was tested and found to be working as intended and put back into service.